Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190213 - file-2018-03073 - analysis_and_closure_report_resp-2019-00192.pdf].

Event description:
It was reported that the subject programmer does not keep the correct date and time.

Event description:
It was reported that the subject programmer does not keep the correct date and time.